Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 460 mg/dl, 370 mg/dl. The customer was treated with manual bolus. Offered to troubleshooting for high blood glucose but customer¿s mother states they knew what caused it. Customer¿s mother states insulin pump was not operating the way it. Customer¿s mother also states broke belt clip. The insulin pump will not be returned for analysis.